Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the 3100 ventilator has a defective I-time knob. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. The reported issue could not be duplicated. Operational verification procedure was ran and the unit passed all tests according to manufacturing specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.